Event description:
The patient reported their device turned off by itself. The patient also reported that a new one was put in and it malfunctioned right out, of the box. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).